Event description:
The husband of the pt reported obtaining back-to-back blood glucose results, of 42 mg/dl on a professional meter and 275 mg/dl on the advantage test system. Pt did not modify therapy based on these results. The pt was taken to the ER, where they injected her with her dextrose and gave her food and orange juice and released her two hours later. The reporter did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.